Manufacturer narrative:
The review of the manufacturing paperwork verified that this lot met all pre-release specifications.

Event description:
On (B)(6) 2012, the pt underwent treatment of a penetrating ulcer of the abdominal aorta with a gore excluder aaa endoprosthesis aortic extender component. On (B)(6) 2013, the pt presented to the hospital with back pain. Computed tomography imaging reportedly identified a contained rupture of the aorta proximal to the previously placed graft. Reportedly, the physician pre-determined that cannulation of the gate would be difficult due to a shortened distance of 7cm from the lowest renal artery to the aortic bifurcation. The physician elected to perform an aortouniiliac (aui) in order to provide rapid treatment of the rupture. An aui was performed whereby two gore excluder aaa endoprostheses were implanted from the right side. Final angiography showed resolution of the rupture, and the pt tolerated the procedure. Reportedly, the physician believes the contained rupture was caused by the progression which resulted in the proximal end of the aortic cuff eroding into the aortic wall.